Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the medical record received and engineering evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the device stenosis was confirmed. The available information suggests that procedural factors (under expanded valve) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Medical record was received. Transesophageal echocardiography measured aortic valve mean gradient of 42mmhg and ava vti 0.95cm2, indicative of stenosis of the transcatheter heart valve.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 2 years and 11 months post implant of a 26mm sapien 3 ultra valve implanted within a 26mm sapien 3 valve in a surgical valve in the aortic position, a CT scan was ordered to evaluate for hypoattenuated leaflet thickening (halt). The CT scan was ordered during the patient's admission for acute kidney injury (aki). The patient has been on anticoagulant medication for as long as the site has been following the patient. Of note, the patient has been in and out of the hospital multiple times for other various comorbidities. The patient has mthfr mutation and has had multiple occurrences of deep vein thrombosis and pulmonary embolism in the past. The case was reviewed by an edwards lifesciences proctor. The proctor stated there is not significant halt, thrombosis, or cusp calcifications. The 26mm sapien 3 ultra valve is significantly under-expanded (od is less than 21 mm at the waist), and they suggested it is possible that a high-pressure post dilation with a 25 mm balloon may improve the valve gradients. Post-dilation, a valve in valve, or surgery were suggested as possible ways to treat the patient. At this point in time, there is no plan on intervening on the valve, as the patient has multiple comorbidities and acute illnesses at present.